Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. No device returning. Customer retaining device.

Event description:
It was reported that during an unknown procedure, do not open after closing. There were no patient consequences to the patient. No additional information available.